Event description:
On 5/21/2025, an FDA medwatch notification was received via email. A facility representative reported that an ar-12990n scorpion needle tip broke off when passed through the patient's knee tissue. A c-arm was ordered, and the needle tip was located but could not be removed. It was verified that the needle tip was not in the knee joint. This issue was initially discovered during a procedure in (B)(6) 2025.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle.